Manufacturer narrative:
The hand controller that was used with the device subject to this MDR was returned. However, at the time of this report, the generator has not been returned for investigation. A f/u report will be made if the product is returned, and if the investigation requires.

Event description:
During an rf procedure, the pt experienced unintentional sensory stimulation. The procedure was completed with back up equipment. There was no intervention or add'l treatment required.